Manufacturer narrative:
Philips service replaced the ippc host and reinstalled software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image processing failure caused exposure to be impossible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.